Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 313c31. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 313c31, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a subtotal gastrectomy procedure that they fired the stapler three times and then used a different stapler twice. The first firing was on the duodenum and there were three staples that did not form a b formation and those were malformed in the middle of the staple line. They ended up removing some of the malformed staples and they over sewed the staple line. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. D4: batch # a9cl72. Additional information was requested, and the following was obtained: was the second stapler also an echelon 3000? Yes. Why did they switch devices? Did not trust the quality of the first stapler. Where did the malform staples occur? Inner, middle or outer row? Outer row of the staple line. Did they cross staples lines when the malformed staples occurred? No. A manufacturing record evaluation was performed for the finished ech60c with lot/batch number a9cl72, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.